Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via relay call that customer experienced physical damage of insulin pump. Customer reported to have scratches on display screen which prevented reading of display screen. It was reported that customer bumped into something that caused the scratches. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.